Manufacturer narrative:
Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 194622 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 194622 and device part number 195-430wjrh / lot 190793. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.00107%. Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed with a nasal sample. Repeat testing was performed on (B)(6) 2022 and generated a negative result. Confirmation testing was performed on (B)(6) 2022 and generated a positive result. The customer stated that he/she was symptomatic. No additional patient information, including treatment and outcome, was provided.